Event description:
After the pre-dilatation and stent deployment in the superficial femoral artery (sfa), there was difficulty experienced while removing the amiia (423-5040w) from the sheath introducer (arrow superflex, 7fx45cm/arrow). The product was contralaterally approached from the femoral artery (fa) to the lesion over the guidewire (dejavu/asahi intecc) through the sheath introducer and post-dilatation was successfully completed. The balloon was fully deflated upon removal. There were no noted anomalies to the device. There was not difficulty experienced advancing the device to the lesion. The vessel had mild calcification, mild tortuosity, and 100% stenosis. The product was clinically used without any adverse consequences to the male patient (age: unknown). The product will be returned.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information will be provided within 30 days of receipt.